Event description:
Skin sensitivity, flushed and itchy hands, difficulty breathing. The pt was severely diaphoretic, light headed, disoriented, dizzy, and pallid in the waiting area of the ER. The pt was admitted in shock and treated with massive fluid replacement, IV antihistamines, and other medications.